Event description:
It was reported that difficulty advancing and strut damage occurred. The target lesion was located in the ramus interventricularis anterior (riva). A 38 x 4.00 promus premier select was advanced but was unable to be placed in the stenosis. It was noticed that there were two places on the stent where the struts were not on the stent plane. The procedure was completed with another 38 x 4.00 promus premier select. There were no patient complications reported in relation to this event. It was further reported the 85% stenosed target lesion was located in the moderately to severe calcified moderately tortuous riva. The stent struts did not appear to be correct as they were not in the normal area.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: p select ous mr 38 x 4.00mm stent delivery system was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined: a visual and microscopic examination of the crimped stent found damage to the stent. Proximal stent strut row 5 and rows 14-18 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty advancing and strut damage occurred. The target lesion was located in the ramus interventricularis anterior (riva). A 38 x 4.00 promus premier select was advanced but was unable to be placed in the stenosis. It was noticed that there were two places on the stent where the struts were not on the stent plane. The procedure was completed with another 38 x 4.00 promus premier select. There were no patient complications reported in relation to this event.